Event description:
Rptr writes, "the lift chair. My dog got caught under and almost choked to death. Then my cat got under it and it killed him. It was a very terrible death. This chair caused near death of a dog and death of a cat. Children saw and it was very bad. The cat was taken to a vet and they had to put him to sleep he was so bad. Just think (if possible) of a child or etc. Getting under the chair. There is no curve in front.